Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other perclose proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery was attempted with 3 proglide devices, using a pre-close technique, via a 7f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the sutures of all three proglide devices did not capture the arterial wall. The sutures of two additional proglide devices were successfully preplaced using the pre-close technique. Suture placement in the heavily calcified left common femoral artery was attempted with 3 proglide devices, using a pre-close technique, via an 8f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the sutures of all three proglide devices did not capture the arterial wall. The sutures of one additional proglide device were successfully preplaced using the pre-close technique. The sheaths were upsized to 20f on the right and 12 f on the left and the aaa procedure was completed. Hemostasis was achieved at the right common femoral artery using the successfully preplaced sutures. At the left common femoral artery the knot of the successfully preplaced suture was advanced but hemostasis was not achieved. A non- abbott device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.